Event description:
It was reported that there was a technical issue with the 9900 system. It was noted that the collimator blades are not adjusted (2% of the sid). The system is still in use. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When additional info is provided, it will be reported as required.